Manufacturer narrative:
Philips investigated the reported complaint. A philips field service engineer (fse) conducted an onsite inspection and confirmed that the system would not power on. Although the main power switch was in the ¿on¿ position, there were no indicator lights on the ny module. The fse isolated the issue to a blown fuse (ny:1, incoming power from the ups) within the ny module. Log file analysis indicated a failure of the marathon ups, which is the most likely cause of the blown fuse in the ny module. To resolve the issue, the fuse was replaced and the marathon ups was bypassed. The system was tested and returned to clinical use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system lost power during a coronary procedure. The patient was moved to another room, and the procedure was completed with about a thirty-minute delay. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.